Manufacturer narrative:
(B)(4). (B)(6). The surgery center was supplied with a loaner system. The account¿s phacoemulsification machine was sent out for repair. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. The account re-started the system five (5) times but the error was not resolved. No patient injury reported.

Manufacturer narrative:
Additional information was received. It was indicated that before the operation, the system was in an unstable condition on the day of surgery. Therefore the doctor rescheduled the operation for two days later. It was reported that the operation was completed using a loaner system two days later. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the field service specialist (fss) inspected the unit at amo technical lab and confirmed the error 2012 without the failure log record on this system. Fss preventatively replaced the following parts on the unit (rear panel connector, gui interface circuit board assembly (pcba), network adapter2 power switch, network adapter2 pcba, modified ethernet cable assembly, instrument manager, power supply and configured subsystem controller assembly). Fss conducted functional test for about one (1) month on the unit and confirmed no error 2012 occurred on the system and that the system met the required specifications. The unit was returned to customer and it was reinstalled at the customer site. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.